Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
The customer received unspecified high/low glucose readings with the abbott diabetes care (adc) device. As a result, the customer reported experiencing incoherence, "not being able to move or talk" and a loss of consciousness and was unable to self-treat. The customer was seen by paramedics where treatment of IV glucose was administered for treatment of a hypogylcemia. There was no report of death, serious injury, or mistreatment associated with this event.